Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was bent within 3 hours after insertion which led to high blood glucose level of 261mg/dl. The customer confirmed the sensor reading with a blood glucose meter value was 253 mg/dl. The patient received correction bolus via pump. The insertion site was at abdomen. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.